Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: pn cm-9145sp quattro link anchor 4.5mm sp ln 78350-3; pn cm-9011 quattro suture passer needle ln 77980-1. Foreign : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during rotator cuff attachment, a quattro link knotless anchor broke inside the patient. During surgery, when impacting the cayenne knotless 4.5mm anchor, until the first mark, it is broken, leaving only the tip in the patient's bone and the rest with the handle remained in the doctor's hand. The steps to place anchor were done according to the technique. Attempts have been made and additional information on the reported event is unavailable at this time.